Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+. An ntw clip was inserted, but while grasping the leaflets, mr was unable to be reduced. Therefore, the clip was removed and replaced. An xtw clip was inserted successfully deployed on the mitral valve. To further reduce mr, an additional xtw clip was inserted and placed on the mitral valve. While establishing final arm angle (efaa), after removal of the lock line, the clip opened to 20 degrees. The clip was closed and deployed. However, after deployment, the clip opened to 60 degrees. The clip was noted to be stable on the leaflets and mr was reduced to a grade of 2+. In an attempt to further reduce mr, an xt clip was inserted but mr was unable to be further reduced. Therefore, the clip was removed and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.